Manufacturer narrative:
(B)(4), date sent: 10/22/2021. H6: component code =g04 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a 6r45b reload loaded in the device. The reload was received partially fired 1/3 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the operation was a laparoscopic appendectomy where the appendix was already perforated at the base and quite wide. We therefore decided that we should stapler the app base instead of using clips. I managed to get stapler first staple in a good position just proximal to the perforation. I closed the grey closing handle on the stapler as usual but when I tried to fire the instrument by squeezing the firing trigger, it was not possible to push this down more than a little, the firing trigger was jammed/locked. I then had to open the stapler using the release button at the back. I could see that some staples on the reload had been fired but not fully formed/stapled through. All this had traumatized the appendix so that it now completely broke off at the perforation and I now had a hole in the cercal bottom. Luckily I managed to grab both sides of the hole and get a new ats45 stapler (stapler no. 2) proximal to this so that I stapled a small piece of the cecum. This second stapler I used worked fine. If this had not worked, I would have had to convert in order to be able and sew/suture over the hole in the cecum. The incident happened per operative/intra operative. If stapler nr 2 hadn¿t worked, I would have had to convert in order to be able and sew/suture over the hole in the cecum. Type of surgery: laparoscopic appendectomy.

Event description:
It was reported that a ats45 stapler from surgeon/operator failed to fire/function during surgery. The procedure was an appendectomy. No injury to patient but the appendix was damaged and it became harder to remove the specimen. Surgeon was forced to change to another stapler, which worked with no issues.